Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
It was determined this event was previously reported in manufacturer report # 3004209178-2011-05741. Information that was reported in that manufacturer report was given in brackets below. Any additional information regarding this event will be reported in this manufacturer report number. [It was reported that the patient had intermittent spasms and itching that began the night of (B)(6) 2011. The symptoms resulted in the patient being hospitalized. A probable micro leak in regards to the catheter was noted.] Additional information reported that the catheter had migrated. The patient experienced baclofen withdrawal and had a headache. The catheter was revised on (B)(6) 2011. [Additional information: the patient experienced drainage of the back incision. The incision was ¿slightly open¿. On (B)(6) 2011, the incision was sutured closed. On (B)(6) 2011, the patient was prescribed bactrim ds twice daily for 2 weeks. As of (B)(6) 2011, the patient outcome was reported as resolved without sequela.] The drug in the pump was lioresal.